Event description:
It was reported that during implant the right atrial leadless pacemaker failed to separate from the delivery catheter. The leadless pacemaker was replaced to complete the procedure. Patient was stable with no consequences.